Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer bent over and was shaving her legs and the sensor felt like it shocker her so she wanted to call us to let us know. The customer states that this happened 3 or 4 times already. The customer was advised to take the sensor out. The customer was advised that we are sending canister for her to return the sensor to us to test. The customer was offered to trouble for sensor glucose versus blood glucose but declined. The customer will call back when the issue is occuring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.